Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak that occurred below the upper fitment where it split with the pumping segment. There is no clamp above the module to stop the leaking . There was no report of patient harm.